Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat pain secondary to degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The surgeon notes the surgery required additional assistance due to the patient¿s severe obesity with a bmi greater than 40. The procedure was completed without complications. Patient received a right knee revision to treat pain and instability secondary to loosening and varus migration of the tibial tray. Upon entering the joint, the surgeon identified and excised synovitis and scar tissue. The tibial tray was subsided and was grossly loose and debonded at the cement to implant interface. There was a cortical bone defect of the tibia. The femoral component was well-but revised. The surgeon notes there was slight loosening of the femoral component secondary to extensive osteolysis. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with depuy revision products utilizing competitor cement. The surgeon notes the surgery required additional assistance due to the patient¿s severe obesity with a bmi greater than 40. The procedure was completed without complications. Doi: (B)(6) 2014; dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> product code 151650508, work order 3588373 was manufactured on 13 mar 2013. 16 parts were manufactured per specification and all raw materials met specification. Expiry date 2018-03 there was one nc¿s associated with this batch nr-0099319. Nr-0099319 is referenced in the work order history for the associated lot. Nr-0099319 (part surface finish during machining process step) is not associated with the failure mode of this complaint. This nr is associated with CAPA-(B)(4) (sigma & attune rp inserts surface finish out of specification (nr0095969) which includes the following nr¿s: nr-0102929, nr-0099319 (this nr), nr-0095969, nr-0099233 and nr-0102094. There is no product impact based on the product impact assessment (pia 1236841) as outlined in the CAPA. All lots manufactured by depuy synthes cork (since launch of attune cr inserts, attune ps inserts and sigma rp/ aox inserts in the poly value stream) were deemed to be within the scope of this CAPA. As a result, reference to ¿nr-0099319¿ (or the other applicable nr¿s) was included into the oms history of all lots within scope. An oms update to include this nr number was completed for this complaint lot (#3588373) on (B)(6) 2019 as per the oms history screenshot below. Lot #3588373 was not included in the list of lots noted in nr-0099319 / pd-0092463 but is covered as part of the overall scope of CAPA-(B)(4). Product disposition pd-0092463 (use as is) was approved on (B)(6) 2018 for lots within the scope of nr-0099319. There was one scrap part in this batch (embedded particles/fibres at gen labels) which does not correlate with failure mode. H10 additional narrative: added: h6 (patient code)